Event description:
The sales rep reported a patient complaining of "clicking", and physician concern of impingement between the neck and the cup. Correspondence provided by surgeon indicated a planned revision surgery to potentially reposition the cup. The company was later made known through the sales rep that the revision case was performed. During the surgery the omni femoral stem and femoral neck was replaced.

Manufacturer narrative:
The implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness, or performance of the device.